Event description:
Customer reported a malfunction with the pump, displaying malfunction code malf 12. Customer's blood glucose level was affected, registering as "high," though the specific value was not known. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not seek third-party assistance. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the malfunction reappeared.